Manufacturer narrative:
Device had cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked reservoir tube window and cracked case at reservoir tube window corners. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s nurse reported via phone call that reservoir lip ring was damaged and the reservoir was not able to lock in the insulin pump. The customer¿s blood glucose was 97 mg/dl at the time of the incident. The customer stated that they took the battery out and change it and it blacked out. It was reported that when they put the battery in it seemed it worked but the reservoir lip ring was broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.